Event description:
Follow-up information provided field representative was unable to troubleshoot ipg due to low battery. As a result, the patient may be awaiting surgical intervention.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg would not communicate with external devices and had low battery. Patient has not had therapy in approximately 1 month. Field representative will meet with patient for troubleshooting.

Event description:
Follow-up information revealed that the patient¿s ipg was explanted and replaced on (B)(6) 2018. Therapy was reportedly restored postoperatively.